Event description:
Patient revised because of cup loosening.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the available device history records did not reveal any related manufacturing deviations or anomalies. A warsaw and international complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.